Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer screen went blank and it was noted that the programmer was unable to start after working for some time. During incoming visual inspection it was observed that the programmer was contaminated and was in a very bad and dirty condition. It was noted that the cord bay and handle were broken. The display bezel was fractured and the lower bullets were missing. The stylus was missing. The log files could not be retrieved and no incoming functional test could be performed due to the condition of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer screen went blank and it was noted that the programmer was unable to start after working for some time. No patient complications have been reported as a result of this event.